Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported: ¿primary texium line primed with ns and hooked up to patient. Doxorubicin texium syringe attached to blue connecter hub closest to patient. Rn began administering drug at 12:35. About 30 seconds into administration, drug began to leak out from connection site and onto protective sheet underneath. Rn stopped infusion at 12:36. Rn notified management and pharmacy, who came to take a look at tubing. Tubing replaced with new set of texium primary tubing and administration completed without further incident.¿ rcc received a complaint via email. Email(s) attached.